Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On march 2, 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving an error 1 message. The product issue began on (B) (6) 2010 at 11 pm within 10 minutes, the patient claimed, she had symptoms described as "sweating, headache, and sick to her stomach." Due to the error 1 message, the patient reportedly took less food/drink at 11:30 pm. The patient denied receiving any treatment. During troubleshooting, the product issue was not resolved. This complaint is being reported because, the patient reportedly had symptoms that can be associated with hypoglycemia after the error 1 message began. Replacement products were sent to the patient.